Event description:
It was reported that the microelectrodes (34680) were meant to have an impedance of 1,000k ohms (within 20%). The three electrodes (leads) included here recorded impedances of over 2,000k ohms. A fourth electrode was used that had an impedance of 1,200k ohms, and was used for microelectrode recording (mer). No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).